Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that there was discrepancy in reservoir volume, so the catheter revision was done. There was no observable visual defects in the previous catheter but it was replaced to an ascenda 8780 ¿prophylactically¿ due to discrepancy in reservoir volume at refills. There were no known environmental/external/patient factors that may have led or contributed to the issue. The old catheter was removed and discarded. The catheter was replaced. The patient's dosage was also turned down from 7mg/day to 4mg per day of morphine to prevent overdosage. The issue was resolved.  The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2025, product type catheter. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 09-jan-2010, UDI#: (B)(4); product ID: 8598a, serial/lot #:(B) (6), ubd: 22-jun-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.